Event description:
A malfunction alarm indicating a momentary power change to the speaker was reported. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Technical support assisted the caller with resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to return the problematic pump.